Event description:
Md performed a laparoscopic bilateral inguinal hernia repair and used two auto suturing locking trocars 5.5mm. When the trocars were removed at the end of the procedure, it was noticed one of the trocars had a piece bent at the end of the trocar. Md examined the patient's abdomen and did not see the retained piece of the trocar. The end of the other trocar was normal.